Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed."vena cava or other vessel injury or damage, including rupture or dissection, possibly requiring surgical repair or intervention", "vasospasm or decreased/impaired blood flow", "thromboembolic events, including dvt, acute or recurrent pulmonary embolism or air embolism, possibly causing end organ infarction/damage/failure", and "injury or damage to organs adjacent to vena cava, possibly requiring surgical repair or intervention" are potential complications cited in the IFU associated with this product.

Event description:
According to the notice received by way of a civil action complaint filed on march 27, 2017 the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2014 by dr. (B)(6) at (B)(6). The patient had a CT scan of the abdomen and pelvis done approximately 6 months later, on or about (B)(6) 2015 which revealed the struts of the filter perforated the vena cava. The patient had a second CT scan of the abdomen and pelvis a few weeks later on or about (B)(6) 2015 which showed pulmonary infarcts. The patient had a CT scan of the chest one month later, on or about (B)(6) 2015 which revealed pulmonary embolism in the left lower lobe of the pulmonary arteries. The patient alleges ¿significant injuries¿ including perforation of the vena cava and pulmonary embolism. Argon¿s attorneys are attempting to gather information.